Manufacturer narrative:
The company representative provided phone support to the customer. At the time of the call, the reported event was not replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, in ophthalmic operating console actual value of infusion did not went down. The intraocular pressure (iop) value did not went down from 28-30mmhg even though the setting was 20mm hg. The surgery was completed.